Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed and the root cause was undetermined due to lack of sample.

Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during the initial drain. The home patient (hp) stated there were lots of air bubbles in the line. The technical service representative (tsr) assisted the home patient (hp) with ending therapy and advised them to restart with new supplies. The hp would inform their nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp), it was stated that the hp is ok and was able to continue with therapy.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed should additional information become available.